Event description:
It was reported that "the patient had a long construct ending at s1. At a six week post op visit, the x-ray indicated that the s1 screw was still in place with locking nut in place and the rod was out of the screw overlapping the top. See drawing on per. The rod had slipped out with the locking nut still in place. Then it happened again."

Manufacturer narrative:
Additional information has been requested, and if made available, will be reported in a supplemental. Method, result and conclusion codes will be made available following engineering evaluation.